Manufacturer narrative:
Device eval: the oad was returned without the original cable assembly and guide wire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage or abnormalities that would have contributed to the reported event. The driveshaft was detached from the handle assembly upon receipt. Further examination revealed the crown and distal tip bushing to be intact and undamaged. Visual examination of the driveshaft bond site revealed signs of adhesive residue. There were no other abnormalities observed with the device or components that would have contributed to the failed driveshaft bond. At the conclusion of the failure analysis investigation, the root cause of the reported complaint event was an inadequate driveshaft-to-drive hypotube bond. Corrective actions have been initiated to prevent the recurrence of this type of event. All components of this device were returned for analysis. There were no missing components as alluded to in the reported event. (B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure using the diamondback 360 orbital atherectomy system, when the catheter was removed the crown was left behind. Additional info has been requested regarding this event.